Event description:
It was reported that the drug solution could not be pumped out through the infusion tube of a large volume infusor. The issue occurred during patient infusion via a peripherally inserted central catheter (PICC) line. The device contained 0.9% sodium oxide 200ml along with recombinant human endostatin 30ml (10 pieces) for 120 hours. The dosing of the drug was reconfigured, and the device was replaced with the new single-use infusion device with no further issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between june 21, 2024 ¿ june 22, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.